Event description:
The customer reported a blue fluid leak of approximately one liter (1l) from near pump pm4 on a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages or alarms were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and discovered leaking tubing at vl107b attributing to the leak. The fse also found that the probe wipe was slow during probe travel. The fse replaced the tubing resolving the leak reported, and also replaced the probe wipe. (B)(4).